Manufacturer narrative:
Patient information: unk. Date of event: unk. Implanted: unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -15.0 diopter, was implanted into the patient's eye. The surgeon reports he intends to exchange the lens with a 13.7mm lens, stating "there is not inadequate vault" of the lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Updated information: the lens was implanted the left (os) eye on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens, the surgeon reporting low vault (value of 0.5ct). After the exchange the vault value is reported as 1.0ct and the surgeon notes the patient is "healing well." Device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found that the haptic was torn. (B)(4). Claim#: (B)(4).